Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: computed tomography angiogram for left ventricular assist device thrombosis: when does it help? Journal of cardiac surgery. 2022;37:4119¿4123. Doi: 10.1111/jocs.16902. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding computerized tomography angiogram (cta) for left ventricular assist device (vad) thrombosis: the authors described a patient who presented with low flow alarms approximately ten months post vad implant. The patient experienced dizziness for about one week before admission. They had multiple episodes of subtherapeutic international normalized ratio (inrs), and on admission, they also had an increased lactate dehydrogenase (ldh). A pump thrombosis was suspected. The patient was maintained on both coumadin and aspirin. The patient had a history of recurrent gastrointestinal bleeds related to gastric aortic valve malformations, prior middle cerebral artery, and posterior cerebral artery strokes. Ten months later, the patients presented again with low flow alarms and an abrupt drop in power. A cta was performed and indicated device malposition. The vad was explanted, and the patient underwent a heart transplant. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
A supplemental report is being submitted for additional information in h6: FDA method code, and for a correction to FDA result code. Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.